Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. When the device was removed, the indicator wire loop was partially but not fully deployed. The device was attempted to be deployed outside the patient¿s body, required significant force to press the plug deployment button. The physician eventually removed the device from the body and switched to manual compression. No difficulty was reported in connecting the sheath introducer to the device. The indicator wire cowling locked properly, with no black color or red indication observed during use. Pulsatile flow was noted in the bleed-back indicator. The device and sheath were retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the deployment button during retraction. A 7f non-cordis sheath was used. The device will be returned for analysis. A retrograde approach was used in an interventional procedure. The patient¿s post-procedure status was good. The operator had been trained on the device, and it was stored and prepared according to the instructions for use (IFU). There was no visible damage to the device or packaging prior to use. The femoral artery's suitability and sheath insertion angle were verified by angiography, and the vessel diameter was confirmed to be at least 5mm. There was no calcium, plaque, stent, or significant stenosis at or near the puncture site, and no prior closure device or manual compression had been used within 30 days. No signs of hematoma, fistula, or pseudoaneurysm were observed. There was no reported patient injury.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. When the device was removed, the indicator wire loop was partially but not fully deployed. The device was attempted to be deployed outside the patient¿s body, required significant force to press the plug deployment button. The physician eventually removed the device from the body and switched to manual compression. No difficulty was reported in connecting the sheath introducer to the device. The indicator wire cowling locked properly, with no black color or red indication observed during use. Pulsatile flow was noted in the bleed-back indicator. The device and sheath were retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the deployment button during retraction. A 7f non-cordis sheath was used. The device will be returned for analysis. A retrograde approach was used in an interventional procedure. The patient¿s post-procedure status was good. The operator had been trained on the device, and it was stored and prepared according to the instructions for use (IFU). There was no visible damage to the device or packaging prior to use. The femoral artery's suitability and sheath insertion angle were verified by angiography, and the vessel diameter was confirmed to be at least 5mm. There was no calcium, plaque, stent, or significant stenosis at or near the puncture site, and no prior closure device or manual compression had been used within 30 days. No signs of hematoma, fistula, or pseudoaneurysm were observed. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high-magnification evaluation was conducted to assess the internal mechanism. During this analysis, no abnormal conditions were observed. A review of the manufacturing documentation associated with lot 18392250 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator wire deployment difficulty¿ and ¿deployment lever (button) actuation difficulty¿ were not observed during analysis of the returned device as the deployment lever was fully depressed and the indicator wire was found retracted. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that a 7f sheath was used with the 7f exoseal vcd during the procedure; however, an 8f sheath was returned inserted into the 7f exoseal vcd. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product analysis, the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.